Event description:
It was reported that the customer was unable to charge the pump using the Tandem-provided USB charging cable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary USB cable.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android Galaxy S20 FE 5G / Unknown / Android 16.